Event description:
Two versaport disposable trocars and sleeves with safety shields failed. While surgeon was performing laparoscopic appendectomy the stopcock top broke when dr attempted to turn versa-seal self adjusting seal and pull it up onto the shaft of the instrument. Another trocar obtained and same failure occurred. No pt injury.